Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose. Customer declined to provide further information regarding the event. Currently, customer was using manual injections for insulin therapy.